Event description:
It was reported that the control module is to be returned for past instances of receiving green cable errors. It was requested the unit be evaluated. They did not have specific case information.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination they could not cofirm or duplicate the customer complaint. However, during routine servicing procedures service bulletins were performed as applicable. The device was functionally tested, met all product requirements and returned to the customer.